Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that there was uncomfortable stimulation. The patient had already tried all 4 programs and had pain in each one. The patient had just met with a manufacturing representative (rep) and they did an adjustment; however, the patient was having pain the vaginal area. The rep checked with a machine and nothing was wrong with the system. After reprogramming it was working and the patient was standing at work for 45 minutes then the pain was worse than before. It was noted that the change in therapy/symptoms was considered sudden. The patient turned it off and lowered it and it went away. The patient tried to turn it back on and the pain was instantly there. It was noted that the patient did not have catheters with her. During the night when she was lying in bed she had sharp pain. It felt like someone was grabbing her vagina and there was a pressure/pinch. It was bad during the night when sleeping. It was also noted that the patient had hurt her back a few months ago in 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qqrr, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported an uncomfortable sensation in her vagina that gets stronger when she is lying down or bending down. She also stated her last two toes feel like they are getting shocked and numbed. She reported being in a car accident two weeks before the report date. The patient was asked if she had tried decreasing stimulation but she said she was at the lowest setting. She did not want to turn the therapy off because she gets therapeutic relief. The patient's indication for use is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow up has been attempted to obtain additional information about troubleshooting and outcome. If additional information becomes available, a supplemental report will be filed.